Manufacturer narrative:
(B) (4). The ge svc rep replaced the tube fitted and calibrated the system. The system operates as intended.

Event description:
The customer reported, the system displayed poor image quality. No pt injury was reported.